Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a ticl implantable collamer lens, in the patients left eye (os). At a post-op visit, there was an increase in refractive astigmatism and patient was not happy with their uncorrected distance visual acuity. The lens remained implanted. Additional information has been requested but none has been forthcoming.